Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted on: 2011-(B)(6), explanted on unk; catheter model: 8590-1, pouch, lot # n271740, implanted on: 2011-(B)(6), explanted on unk.

Event description:
It was reported that the device telemetry confirmed a non-critical alarm due to a low-reservoir volume. It was also stated that the patient never heard the pump alarm. Drug delivered via the device was lioresal 500 mcg/ml at a daily dose of 124.89 mcg. No further information was provided. Additional information has been requested but was not available as the date of this report.